Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit and the monitor cable was tightened, which had become loose, causing 'interferences'. Once tightened, the equipment looked correctly and without problems and was ready for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has an interference seen on the screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.